Event description:
It was reported that a patient underwent a sling procedure in 2008. In 2009, the patient presented with a urinary tract infection. The patient was prescribed bactrim ds two times per day for ten days. The event was resolved in the same month.

Manufacturer narrative:
Date sent to the FDA: 03/20/2009. Urinary tract infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.